Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9 , h.3 , h.6. Device evaluation: visual analysis of the returned device identified fold creases and one crack opening. Leak test and microscopic analysis was performed which identified one crack opening and wear abrasion. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.